Event description:
Since (B)(6) 2011, I have had trouble with my medtronic intrathecal pump. It is model #863740 and serial # (B)(4). When I have the nurse remove the old medication, the pump consistently returned more medication than was expected. The dr. (B)(6) of (B)(6) explained that there was tears in the catheter and that was the cause. I argued that the pump was stopping intermittently without the pump registering the stoppage. On (B)(6) 2012, I had the catheter replaced even after arguing with the company rep. I told her the pump was a seven year pump, and this procedure was in (B)(6) 2012, and the pump was implanted in (B)(6) 2008. My math told me there should be about thirty nine months left on the battery. In reality, the battery only had 34 months of life left, per the readout from the remote. I stated the battery was bad and the pump should be replaced at medtronic's expense. I was told if the battery did in fact fail, medtronic would pay for all associated costs. I was released from the hospital on (B)(6) 2012. While watching tv on (B)(6) 2012, I heard a two toned beeping sound, I thought it was a device my daughter owned. It turned out the pump was sending a critical alarm code. I went to the pain center and learned the motor on the pump stopped. I was told if I wasn't the cause of the pump malfunction then medtronic might pay for the associated costs. The rep from medtronic made the entire situation adversarial. She said if the pump failure was not my doing (how or why would I do such a thing) after their company checks it out, a decision would be made. I said let a disinterested third party take the pump because they a third party, had no interest in the outcome. At present, I am waiting for medtronic to notify me of their decision. Either way the pump malfunctioned and they are attempting to blame me. I hope you can intervene so all things pertaining to the pump are kept above board. In closing, I sent a letter in (B)(6) 2011 but it must have been the wrong address. (B)(6). I feel it is unjust for me to be burdened with the costs pertaining to a new pump when I did nothing wrong. Thank you for your time and attention, (B)(4). The pump is a forty milliliter model. My nurse would come every fifty five days or so. At present, I do not have that info with me. Diagnosis: degenerative discs.